Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use (nicked/gouged) and is fractured with not all the pieces returned. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed. The device has a potential field age of over 7 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an impactor piece for the femoral component broke during impaction. No impact on patient.